Manufacturer narrative:
Patient¿s weight is unknown. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the pelvis on (B)(6) 2017, the 2.5mm three-fluted drill bit qc/230mm/200mm calibration broke off inside the patient when drilling for 3.5mm cortex screw. The intraoperative event did not cause a surgical delay, fragments were generated from the broken device and were retained inside of the patient. Additional x-rays were taken but are not available for review. No additional medical intervention was required, the surgery was completed successfully and the patient outcome was stable. Concomitant devices reported: 3.5mm cortex screws (part number unknown, lot number unknown, quantity unknown) this report is for one (1) 2.5mm three-fluted drill bit qc/230mm/200mm calibration. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Legal manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.